Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. The reporter informed the company that the product had been discarded.

Event description:
Brush drilled into jaw / injury [face injury]. Head of my brush came off and the brush drilled in to my jaw [injury associated with device]. Head of brush came off [device breakage]. Case description: a consumer of unspecified age and gender reported spontaneously via e-mail on (B)(6) 2017 that the oral-b brushhead, version unknown came off his/her oral-b rechargeable toothbrush, version unknown, and the brush drilled into his/her jaw. The consumer reported that he/she had pictures of the injury. The case outcome was unknown. Treatment details: unknown. Relevant history: none reported. No further information was provided. On 17-dec-2017, received consumer's follow-up e-mail: the consumer reported that he/she threw out the brush head after his/her mishap. The consumer stated that he'd/she'd had the brush for around 2 years, and changed the heads every 2 to 3 months. No further information was provided.